Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump was also received with missing end cap sticker and cracked case at the display window corner.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 214 mg/dl. Troubleshooting was not performed. The device was returned for analysis.